Manufacturer narrative:
(B)(4). The ge service rep conducted a mechanical repair on the primary shutter. The system operates as intended.

Event description:
The customer reported there was an artifact in the image field. The collimator led ring gear box failed. No pt injury was reported.